Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed a decrease in right ventricular lead pacing impedance. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. The patient was stable.